Manufacturer narrative:
No information was given as to the lot number of the product used. The lot number references the production date or a close proximity of the date of production. The product used does not carry an expiration date.

Event description:
On (B)(6) 2017, the patient sent an email to southwest technologies explaining about 2 weeks prior she used the slipper and mitt cooling gel products on her hands and feet during chemotherapy and suffered severe frostbite on her fingers and toes as a result.